Event description:
New information received notes that the patient was brought into the clinic. During the in-clinic check, the pacemaker was successfully paired to the transmitter with no issues. No programming changes were made as troubleshooting successfully enabled the device pairing with the transmitter.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Upon implant procedure, the patients pacemaker was noted to exhibit a radiofrequency (rf) telemetry issue and the pacemaker was unable to be paired with the transmitter. Programming changes were made and the patient will be seen in the clinic for further assessment. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.